Event description:
An initial event notification was received by sequel med tech, llc on 18-may-2026 and forwarded to millyard advanced medical products, llc on the same day. The user reported a hospitalization for diabetic ketoacidosis (dka). The user reported that on (B)(6) 2026, they administered a late bolus for their dinner via their twiist pump around 22:00. At that time, the user noted that there was approximately 21 units of insulin left in their current cassette. The user's glucose began to rise after 22:00 and they reported a sensor reading of "high" (>400 mg/dl). Their glucose remained elevated through midday of (B)(6) 2026, at which time, the user began to vomit. The user stated they did not administer a bolus via the twiist pump as they were unable to keep anything down and were concerned about causing a hypoglycemic event. The user ultimately presented to the hospital where they were admitted to the intesive care unit. The twiist pump was removed and the user was treated with an intravenous insulin drip, potassium, and magnesium replacement. The user denied any issues or damage to their infusion set but stated that the infusion site was 3 days old. The user was discharged on (B)(6) 2026 on their twiist pump and stated they would follow-up with their health care provider regarding infusion site failure guidelines and ketone testing. The user further reported concern that the pump only had 21 units left before they went to bed on (B)(6) 2026 but did not give a cassette low alert unitl (B)(6) 2026. However, the user admitted that it was possible they had filled the cassette with more insulin than the value that was entered into the twiist app. The user remains ongoing on their twiist pump.

Manufacturer narrative:
Analysis of log data from (B)(6) 2026 confirmed that the twiist automated insulin delivery (aid) system functioned as intended. Log data showed that the twiist pump adjusted the basal rate of insulin delivery as expected in response to input from the user's freestyle libre 3 plus continuous glucose monitor (cgm). It was also confirmed that the delivered volumes of insulin accurately matched the owed volumes. Additionally, all alerts were generated when expected and properly retracted when expected, and all notifications were issued to the iphone notification center and the app as expected. Further review of the log data confirmed that the displayed cassette volume was 70u (units) at the time that the user stated only 21u remained. Therefore, the pump was delivering fluid during this timeframe, and a low insulin alert was generated as expected on (B)(6) 2026. A correlation between the twiist aid system and the reported event could not be confirmed. The current version of the twiist aid system user guide provides information regarding system alarms and the recommended actions associated with them, as well as potential causes of hyperglycemia and ways to prevent it. Users are also instructed to have a backup insulin therapy available at all times. The user remains ongoing on their twiist pump. The cleo 90 infusion set is distributed by millyard advanced medical products, llc, for use with the twiist aid system. No components or additional information relevant to the reported event have been made available to millyard advanced medical products, llc, for further investigation.